Event description:
Customer took an aviva system blood glucose reading of 135 mg/dl this morning and then passed out within seconds. Her husband called the ambulance. When they arrived, they took her blood sugar in less than 10 minutes and the result was 25 mg/dl. She was passed out for 10 minutes. The customer was given a glucagon injection and taken to the hospital. When she arrived to the hospital, time undetermined, her blood sugar was still 25 mg/dl. She stayed at the hospital for several hours being treated with glucagon shots. She does not remember how many hours she was admitted in the hospital. She says that still currently does not feel well. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.